Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose reading value over 26 mmol/l treated with insulin pump (subcutaneous insulin infusion). It was also reported on sensor glucose vs blood glucose difference. Troubleshooting was performed and the insulin delivery was suspended due to sensor glucose vs blood glucose difference. It was unknown if the customer was using the pump within 48 hours of the reported event and unknown if the auto-mode feature was active or not at the time of reported hyperglycemia event. No further patient complications were reported. It was unknown if the customer will continue or discontinue use of the device and the product will not be returned for failure analysis. Frn-mmt-332-rsvr, unomed inf set, ozp-mmt-7040c5-snsr, ozp-mmt-1885-ngp.